Event description:
It was initially reported on (B)(6) 2011 that an alarm was heard but not confirmed by telemetry. Patient was on periodic bolus, and during the bolus as the battery drained the device could alarm. Two days later, it was stated that the alarm message read low battery, patient was stable, no actions were taken at the time and patient was advised to record a log of alarms heard and then present it at next visit to the healthcare provider (hcp). Drug delivered via the device was morphine. It was later reported that the battery was continuously beeping; did not stop beeping even after refilling pump and resetting the device. A prophylactic removal of pump to avoid in-vivo battery depletion was carried out. There was no injury and patient recovered without sequel. During surgery the catheter was checked and there were no issues with catheter, it was patent. A rotor study was not done; hcp did not know 'what went wrong with pump'.

Manufacturer narrative:
Analysis of the pump revealed s1 normal battery depletion; no significant anomaly.

Manufacturer narrative:
Catheter model: 8703w, serial #: (B)(4), implanted on: (B)(6) 1996, explanted on: unk; catheter model: 8596; proximal catheter, serial #: (B)(4), implanted on: (B)(6) 2007, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.